Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Firing trigger teeth, lockout spring tab, incomplete cycle the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding.

Event description:
It was reported that during an unknown procedure, slight blood oozing was found after the second firing with the green reload. One green reload was used before this event. Hand sewing was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: how much blood was loss (ml)? -unk. Did the patient require any additional treatment related to the bleeding (transfusion, ect)? No. Was there any other issues with the staple line other than the bleeding that was reported? If yes, please explain. None reported.